Event description:
The device was inserted into the left ventricle through the aortic valve and became ensnared in the papillary muscle chordae. The device could not be extracted from the ventricle and they were forced to cut the wire reinforced coil. They were able to extract all of the plastic portions of the device.